Event description:
It was reported by service report that the head end right side rail would not latch. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Headend siderail assembly.